Manufacturer narrative:
(B)(4). Based upon the visual and functional examination, it was concluded that the needle stylet was blocked with excess adhesive. The device was received with dried body fluids on it. Analysis confirms the customers complaint. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a diagnostic laparoscopic procedure, they could not put water into the needle. It was blocked. A new one was used to complete the procedure. There was no patient impact.